Event description:
It was reported that during use of the epidural catheter, a leak was observed and it was decided to remove it. During removal, it separated, and a cut-down was performed to remove the indwelling portion. There were no pt complications.